Event description:
A user facility reported to olympus that error "e102" occurred and the device's spare lamp came on. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using the same device with the spare lamp on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated onsite at the user facility by an olympus field service engineer (fse). The fse found that the lamp life was at more than 500 hours; the lamp was replaced by the fse. In addition, dust accumulation was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the lamp was replaced at the repair department, and all the tests passed. Since the lamp was more than 500 hours and there was no problem with the test after replacing the lamp, it was estimated that the cause was that the lamp did not light up due to the lamp life. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.